Manufacturer narrative:
Cont. H6 health effect - f1905 device revision or replacement. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events capsular contracture and infection (late onset) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "intracapsular rupture", "all the 650 ml of silicone in the prosthesis leaked through the body", "taking¿.antibiotics to fight the infection¿, and "grade IV"

Event description:
Healthcare professional reported right-side "breast discomfort, asymmetry and deformity" and "intracapsular rupture", and "grade IV". Patient reported "rupture without cause", "taking¿.antibiotics to fight the infection¿ and "all the 650 ml of silicone in the prosthesis leaked through the body". Device has been explanted and replaced.

Event description:
Healthcare professional reported right-side "breast discomfort, asymmetry and deformity" and "intracapsular rupture", and "grade IV". Patient reported "rupture without cause", "taking¿.antibiotics to fight the infection¿ and "all the 650 ml of silicone in the prosthesis leaked through the body". Device has been explanted and replaced.

Manufacturer narrative:
Further investigation summary with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run (B)(4) is not related to any additional complaint infection record reported as of today. During the trend review of all gel infection complaints for the period of aug 2021 through jul 2023, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) or temporary changes were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time.